Event description:
It was reported that a small volume folfusor did not flow during infusion. The needle was found blocked and could not infuse half of the total dose of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from march 8, 2023, to march 9, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.